Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Method - lens work order, injector and cartridge lot number search. Results (other) - visual inspection of the returned product found the lens haptic torn. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the same work order. An injector lot number search was performed and two similar complaint found. A cartridge lot number was performed and four similar complaints found. Conclusions (no conclusion can be drawn): based on the complaint history, lens work order, cartridge and injector lot number searches and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a aq2015a silicone three piece lens. The lens was removed due to a cracked optic. There were a total of four iols used on the same patient, same eye and during the same procedure. This was the third event. See MFR report number 2023826-2013-00670 for the first iol and MFR report number 2023826-2013-00638 for the second iol. A fourth iol was implanted with no problem. The reporter stated the lens cracked was not due to loading or injection system. The cause of this event was due to the iol.